Event description:
Related manufacturer reference number: 2017865-2022-07787. It was reported during in clinic follow up that the patient's right ventricular lead had dislodged due to twiddler's syndrome. The dislodgement was confirmed via x-ray diagnostic imaging. The lead was explanted and replaced. The patient was stable and asymptomatic.